Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the monitor failed incoming testing. The monitor's electrode belt connector was broken free from the monitor enclosure and missing, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the trunk cable connector was physically damaged and stuck in the monitor belt receptacle. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment. Device manufacturer date: monitor: 02/20/2018. Electrode belt: 09/05/2014.

Event description:
A us distributor reported that a patient's belt connector was damaged.